Event description:
It was reported to philips that the x-ray was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnostic procedure, which was aborted. A philips remote service engineer (rse) analyzed the system log files, which indicated a generator phase error. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon further troubleshooting, the fse identified a defective fuse in the m-cabinet for the generator power supply. To resolve the issue, the fse replaced the fuse. After the replacement, the system was returned in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. The codes were updated based on the investigation outcomes.